Manufacturer narrative:
Evaluation summary: the reported event was confirmed through evaluation. It was found that the databox was not able to sense the temperature, albeit with quite unstable/ rapidly changing measurements from the arterial catheter. The volume view sensor was sensing the arterial pressure; central line manifold was ok too with cvp measurements. But due to unavailability of the temperature from femoral, the process was not complete. The system was tested per edwards' procedure using plum simulator and verified blood temperature (bt) was out of range; 37 degree temperature was reading 47 degree temperature. The databox also failed functional testing, bt accuracy testing, bt filter testing and the sample rate was out of range. The device manufacturing records were reviewed and this device passed all manufacturing inspections with no related non-conformances identified. Manufacturing records review. Additional information: it has been determined this issue is due to an unknown component failure on the iso board. This board will be returned to supplier for further investigation and repair. A refurbished iso board was replaced and the system was retested and passed complete functional testing. Edwards lifesciences will continue to review and monitor all reported events. No further actions are possible at this time.

Event description:
It was reported, during installation and live volume view demo on the patient, it was found out that the databox was not able to sense the temperature. There were unstable, rapidly changing measurements from the arterial catheter noted. The volume view sensor was sensing the arterial pressure and central line manifold was functional with cvp measurements. However, due to the unavailability of the temperature from femoral, the process was not complete. There was no report of any patient injury related to this event.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that there were unstable measurements being omitted by the device. The root cause of this event cannot be confirmed with the available information. The device is expected to be returned for evaluation; however, it has not been received at this time. A supplemental report will be submitted in the event the device is returned or if any new information is learned. No further actions possible at this time.